Manufacturer narrative:
Investigation performed on surgery data log and review of IFU shows that robot arm movement can be stopped at any time by releasing the vigilance device. A clearance procedure can be performed if the user estimates that a collision is about to occur. Therefore, the reported collision can be considered as a user error. The shutdown that occurred right after the collision is a consequence of the collision and is a safety measure of the device when a collision is detected.

Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
It was reported that during a surgery the robot arm collided with the mayfield head holder adaptor and the device shutdown. Following the incident the surgeon was unable to unstuck the robot arm from the mayfield head holder adaptor. Surgeon was forced to support manually the patient head, unlock the telescopic arm, push back the device and then reconnect the robot and follow the recovery procedure. The case was completed successfully but with a delay of over 30 minutes.